Manufacturer narrative:
Investigation is pending.

Event description:
During a 4 level fusion performed in 2007, the swivel popped out of the plate during insertion of the third screw. The surgeon removed the screws and plate, inserted the swivel back into the plate and reimplanted the plate and screws. There was a 40 minute delay due to the difficulty with removing the screws.